Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had died. There was no allegation against the function of the device, however, it was reported the patient was septic at the time of death. It was also reported the implant procedure had been prolonged due to repositioning of the lead.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of device analysis.